Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filled once the investigation is complete.

Event description:
The customer's daughter reported an issue with her mother's freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer also reported a second issue that the mother "could not code the meter. She added that the mother's glucose "got low and she fell." She reported the following symptom: headache. There was no report of death or serious injury. No third party medical intervention was required.